Event description:
The disposable loading unit was used with a disposable stapler during a colon resection. The staples were not present. The surgeon manually sutured to complete the staples were not present. The surgeon manually sutured to complete the procedure. No pt injury was reported.